Event description:
Tibial tray dissociated from polyethylene requiring surgical intervention to replace tibial insert.

Manufacturer narrative:
Medwatch form received without uf/dist #. Correct other: na. Device code is addressed in package insert.

Manufacturer narrative:
Product not returned for evaluation.